Event description:
It was reported by the customer, a wet scope was attached to the connector on the evis exera ii video system center. The video system center was damaged and there was no image when the scope was plugged in. The issue occurred during a procedure. No patient harm reported. No further information was available. This report is to capture the reportable malfunction of no image.

Manufacturer narrative:
In speaking with olympus technical support via the phone, no troubleshooting was performed. The customer was instructed to send the video system center to olympus for evaluation and repair. The device was evaluated, and the reported issues were not confirmed. The unit was tested with olympus test scopes; evis exera iii colonovideoscope cf-hq190l, endoeye flex deflectable videoscope ltf-s190-5, hd endoeye lapario-thoraco videoscope ltf-vh, evis exera ii gastrointestinal videoscope gif-h180 and evis exera ii gastrointestinal videoscope gif-q180. All video output signals and images were present and normal. The unit passed all functional tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.